Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens remains implanted. Method: work order search. Evaluation result: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -16.50/+2.5/075 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens dislocated/subluxed. The lens remains implanted. This was the replacement lens - see MFR report # 2023826-2016-00375 for the first lens. The patient's post-op best-corrected visual acuity was 20/80 and the patient experienced blur/halos and diplopia.